Manufacturer narrative:
Expiration date is unknown as the lot number of product was not provided. Manufacture date is unknown as the lot number of product was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. An abbott medical optic¿s clinical developmental manager (cdm) visited the site location to provide surgical support. The cdm observed the glass of the cone, there was an etch in the glass which illustrates there was a full side cut presented. The issue was the patient¿s cornea was too hydrated and therefore the near infrared laser could not get through the fluid on the cornea even though it cut through the glass. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction, patient experienced an incomplete side cut resulting in the aborting the procedure. A description from the surgery indicated they had a few suctions breaks prior to procedure. During the first raster pattern that had a suction loss at 1 second to completion, the surgeon identified no side cut. They intended to do another side cut only with the same cone ( different suction ring) and the technician selected ''quit'' and accidentally reset the entire treatment for a full raster cut and side cut as oppose to only a side cut. Therefore, it created the raster but the side cut was incomplete at this time due to hydration. Both very experienced techs state the eye was much hydrated and there was an op report which would mean there had to be a completed side cut. The side cut didn't occur due to too much moisture. When observing the glass of the cone, there was an etch in the glass which illustrates there was a full side cut presented. The issue was the patient's cornea was too hydrated and therefore the near infrared laser could not get through the fluid on the cornea even though it cut through the glass patient's other eye was not done and future case is unsure at this time. This was an off label procedure with post op iol. This report is to capture the event for the patient interface. A separate report is being filed for the femtosecond laser.

Manufacturer narrative:
Additional information: an abbott medical optic¿s clinical developmental manager (cdm) received additional information from the site location. The site reported a photorefractive keratectomy (prk) was performed. The patient is currently at 20/50 uncorrected visual acuity. A refraction was not attempted as the patient is still having some irregular astigmatism centrally from epithelial remodeling. (B)(4). All pertinent information available to abbott medical optics has been submitted.